Event description:
Event description guidant received information that this right ventricular lead dislodged and was replaced with a competitor's product. The dislodgement was verified by fluoroscopy and a chest x-ray. The patient was not pacer dependent.